Event description:
It was reported that the atrial lead exhibited noise reversion episodes which caused auto mode switches. The patient experienced no symptoms and the lead would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.